Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by reloading the same cartridge and was instructed by cts to call back for troubleshooting if they experience an active fill estimate issue in the future.